Event description:
This was a left-sided lead extraction procedure to remove three cardiac leads due to subclavian vein stenosis with multiple interventions to keep the vein open. The physician anticipated a challenging case and had the cardiothoracic surgeon present during the procedure. It was identified that the patient had significant fibrosis. The physician started with the rv (sjm 7020) lead using a 16f glidelight (lead was prepped with an lld). After a lot of difficulty, he moved to a cook mechanical dilator sheath with stainless steel telescoping sheath then to a 13f tightrail, removing the lead successfully. The physician then began working on the ra (sjm 1888 tc) lead prepping the lead with an lld and utilizing a new 16f glidelight sheath. After successfully removing the ra lead with the laser sheath, it was noted that there was a change identified on tee and then a change in bp. As the surgeon was in the room, the intervention commenced immediately. An injury in the svc was found and repaired. The third lead to be extracted (sjm 1056 lv pacing, capped) was extracted manually during the open procedure. The patient survived the intervention.

Manufacturer narrative:
(B)(4). Placeholder.